Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial (ra) lead bipolar impedance over the prior year had continually decreased from 875 ohms to 234 ohms. At the most recent check the unipolar impedance was greater than the bipolar impedance. When the ra lead was tested in unipolar the patient felt "some thumping" but it was not uncomfortable. Also, when testing the lead there was some oversensing noted while programmed to unipolar sensing when the patient was doing isometrics. The sensitivity was reprogrammed and the oversensing went away. The ra lead was reprogrammed to unipolar pacing/sensing and will continue to be monitored monthly while it remains in use until a future device change out. No patient complications have been reported as a result of this event.